Manufacturer narrative:
Concomitant medical products: 693565 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) inappropriately withheld high voltage therapy for ventricular tachycardia (vt), which the device classified as supra ventricular tachycardia (svt). The device remains in use. No further patient complications have been reported as a result of this event.